Manufacturer narrative:
Results codes: on the initial MDR report, code was entered as the result code. This code should have been to capture the observed electrical problem. It has been corrected in this submission. Additional information: a review of labeling, trending and risk documentation for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when abbott medical optics was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)($). (B)(6). Information in section f provided by the manufacturer. The phacoemulsification machine was examined and tested at the customer location by an abbott medical optics (amo) field service specialist (fss). Fss changed the hard drive as well as reseated advantech board and cables. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported blue screen on the phacoemulsification machine. There was no patient involvement and no patient treatments delayed or cancelled.